Event description:
PICC line placed in 2000 found to be partially pulled out. A new line was inserted into the same site in 2001. One day before the event date, l arm edematous, warm, reddened: circumference increase 1.5" at 2" above insertion site and 4.5" at 2" below insertion site. PICC line left intact; local treatment and heparin therapy.